Manufacturer narrative:
Reliability analysis inspected one opened enlite sensor, and performed testing. The sensor passed per specification with accurate readings. Act.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that her blood glucose level and her sensor readings are about 100 points off. The blood glucose level is 93 mg/dl. During troubleshooting, the blood glucose reading and the sensor readings were off. No further information was provided.